Event description:
It was reported that the patient alleged that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy when no symptoms were experienced. No additional adverse patient effects were reported. This device remains in service.